Event description:
It has been reported that the bd bbl¿ cdc anaerobe 5% sheep blood agar has been found contaminated. The following has been provided by the initial reporter: it was reported by the customer that the product is contaminated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ cdc anaerobe 5% sheep blood agar has been found contaminated. The following has been provided by the initial reporter: it was reported by the customer that the product is contaminated.

Manufacturer narrative:
H.6 investigation summary complaint investigation during manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1288725 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 10288725. Retention samples from batch 10288725 were not available for inspection. Ten plates from batch 1288725 were returned as one unopened sleeve shipped in box with paper padding. Plates were inspected and 1/10 plates had surface bacterial growth. The affected plate was submitted to the ID lab and pseudomonas proteolytica was identified. No photos were received for investigation. This complaint has been confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Bd will continue to trend complaints for contamination. Risk management file review assessed the potential risk for the defect as severity 1 per baltrmppmgenpuraph, rev 02, ID 6.13. H3 other text : see h.10.